Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Cause was not known. Customer lost consciousness. Reportedly, customer was in a car accident and treated by ambulance staff that gave the customer glucagon. Recommendation was made to consult with a healthcare provider regarding diabetes management.